Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic hysterectomy procedure on (B)(6) 2018 and suture was used. During the procedure, suture frayed and broke while the surgeon was tying them off. It was unknown where on the suture that it broke. Procedure was completed with another suture of the same product code and lot number. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). A piece of suture product was returned for analysis. During the visual inspection of suture piece, body fluids were noted and the ends were flat and split appears to be by use of a surgical instrument. The other section of the suture was not returned for analysis. The product code contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. The sample was tested for tensile strength and the result was above the minimum individual strength requirement for this product. According to the sample condition it was suggest an improper handling of the sample. Unopened samples of product were also returned for analysis. During the visual inspection of samples, no defects were found on the package. The samples were opened and the swage and attachment areas were as expected. The sutures was dispensed without problems and examined along of the strands and no defects, suture frayed or broken were observed. The samples were tested for tensile strength and the result was above the minimum individual strength requirement for this product. Per the condition of the representative samples, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018 . The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.